Event description:
The recipient is reportedly experiencing decreased performance and non-auditory sensations. The recipient was recommended to cease device use. Revision surgery is under consideration.

Manufacturer narrative:
The recipient's activation reportedly went well. The recipient is no longer experiencing non-auditory sensations. The external visual inspection revealed that the electrode was severed near the fantail region, and a surgical tool mark was observed on the top cover. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some electrical tests from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. This is an interim report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode was severed near the fantail region, and a surgical tool mark was observed on the top cover. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. The device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermiticity issue from one feedthru vendor. A corrective action was implemented. Feedthru assemblies from this vendor are no longer used. This is the final report.

Manufacturer narrative:
Revision surgery is reportedly scheduled.